Manufacturer narrative:
The manufacturer representative performed phone support to the site. They answered questions about the messages appearing during startup. They explained that they need to wait for the mobile view station (mvs) to initial communication. During the startup process the mvs waits for the image acquisition system (ias) application to completed startup and a message appears. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier not available at the time of reporting. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and during start up a error message appeared "database fail". They reinstalled the software and the user manual. They performed general tests and they all passed. The system is working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the mobile view station (mvs) can't log in and the system failed to get data. No patient was present at the time of the event.